Manufacturer narrative:
The returned sample was visually inspected and found to be non-conforming with the probe needle broken at the port, bent at the stiffener sleeve, and foreign material inside of the needle and around the broken tip. Functional testing was unable to be performed due to the broken needle at the port. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks were observed at the bend area, cutting edge, and approximately ¾ of the was down the entire length of the inner cutter. Orange/brown foreign material was observed inside of the inner cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are no additional complaints associated with the component lots for the reported issue. The complaint sample was unable to be evaluated, however the observed bent needle would have contributed to the reported actuation failure. Unrelated to the reported event the evaluation also indicated that the tip of the probe was broken at the port. The exact root cause of the bent needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The exact root cause for the broken tip cannot be determined from this evaluation. Follow up details indicate that the report is only for the actuation failure and is not associated with the broken tip. The details also indicate that ¿the needle could be broken when the operator was handling after the surgery but it¿s not sure. The broken needle was not recognized when it was inserted into the patient eye.¿ an exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. An internal CAPA investigation has been completed to further evaluate the cause of probe tip breakage at the port. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter did not actuate during a procedure. The condition of aspiration was normal. The product was replaced and the procedure was completed. There was no patient harm.